Event description:
Info received indicates when the hi/low down switch is pressed only the head hi/low drive would operate, but when the hi/low down switch is released the head hi/low would continue to run down to the low limit. The issue has not been duplicated and is intermittent.

Manufacturer narrative:
Repairs have not been completed.